Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient's wife came home and found the patient unconscious on the couch. The paramedics were called and treated the patient with glucagon and food. The patient stated that when they tested his blood glucose, he was between 15-20mg/dl. Patient did not have to go to the hospital as he felt better. At the time of contact, the patient was fine. Additionally, patient tested the receiver's alerts and he did hear audio. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/06/2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver log was reviewed and firmware errors were observed. The reported event of an intermittent audio output was confirmed. A root cause could not be determined.